Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was also received with corroded battery tube. Unit was received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, cracked lcd window, damaged display window cover, scratched case, and pillowing keypad overlay. In summary, customer allegations for damage on belt clip rail were not confirmed when no damages to the belt clip rails were noted. However, customer allegations for cracked display window were confirmed when cracked lcd window was noted during visual inspection. Additionally, unit was received with original battery cap missing battery cap contacts and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a damaged pump. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed, damaged from clip to right side to display. No harm requiring medical intervention was reported. Mmt-1885l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions..